Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump had scratched display window and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there was a small crack above the display. The customer also reported that there was moisture inside the insulin pump. The customer's blood glucose was 119 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.